Event description:
Procedure: adrenalectomy. According to the reporter: the ring near the diaphragm came off when they introduced the endo clip. The component fell into the patient's cavity and was retrieved. No patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar assembly were received. Visual examination of the trocar assembly revealed that the circular seal was damaged and part of it was torn off. The envelope seal was intact. The cannula was intact. Functional evaluation could not be performed due to the noted damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all covidien quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Evaluation codes and device evaluated by MFR updated to reflect correct information. Appropriate device evaluation codes added in addition to the evaluation summary.

Manufacturer narrative:
(B)(4).